Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. The operator reported a power outage lasting about 18 minutes occurred during a routine hemodialysis treatment. Rinseback of the pt's blood was not performed due to clotting of the circuit, resulting in an estimated blood loss of 210cc. No medical intervention was required.

Manufacturer narrative:
There is no evidence of a device malfunction. The reported blood loss is due to the operator not performing rinseback in a timely manner following a power failure. The user's guide instructs if power is lost to the cycler, the operator should return the pt's blood before blood coagulation occurs. A direct correlation between nxstage system one and the reported blood loss cannot be established. The facility has been notified of the event and will provide additional training. Nxstage medical considers this report closed. No additional info will be provided.